Event description:
The customer reported that foreign material was observed in the air/water nozzle of the subject device. The reported issue was observed after the device was reprocessed. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (foreign material in nozzle) was not confirmed. In addition, service found the light guide tube was dented and scratched. An element was broken, the adhesive on the bending section cover was cracked, and the adhesive on the distal end of the device was chipped. An olympus representative visited the customer site to discuss the issue and provided endoscopic ultrasound inspection guide, pre-cleaning poster, and reprocessing wall chart to the customer. The customer has scheduled an onsite reprocessing in-service and a pre-cleaning in-service. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.